Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown issue. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed. The allegation was confirmed due to the finding of a detached needle. The probable cause could not be determined. No injury or medical intervention was reported.